Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a device check the battery status indicated less than six months remaining. A the end of the check, the battery indicated 1.5 years remaining. It was indicated that were no programming changes made. It was stated that the programmer could have updated based on the different impedance measurements. The patient will continue to be followed. No adverse patient effects were noted.